Event description:
It was reported to medtronic minimed that the customer experienced frozen display, crack on the battery tube side case, critical pump error, battery cap damage, and the battery cap metal contact was lost, the customer received pump error 40 (motor safety circuit failed test.). The customer reported no adverse event. The event involved mmt-1884. Troubleshooting was performed for pump error and customer unable to clear the alarm. Troubleshooting was performed for frozen display and customer stated that the the time clock was not advance. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. Troubleshooting was performed and the customer stated that the battery cap's metal contact was damaged. The customer was informed that a battery cap replacement will be sent. The customer continues to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No frozen screen noted. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify pump error 40 alarm due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered pump error 53 critical handling alarms. Pump error 53 error due to hardware error (line number = 65535 file number = 65535) esf#: (B)(4) found in bootloader error log. Also, pump error 40 alarm found on event date 05/12/2025 10:03:01.000, 05/12/2025 10:13:00.000. Pump was cut open to perform visual inspection and found no moisture damage on electronic assembly, force sensor / motor. Force sensor zero offset within specification 21.2mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had battery cap metal contact missing, scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Frozen screen not confirmed. Critical pump error (open book image) alarm confirmed due to pump error 53 alarms. Pump error 53 and 40 alarms confirmed due to hardware error, problem isolated to electronic defective. Cracked case (battery tube), battery cap missing contact confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.